Event description:
Pt presented to the emergency room with ruptured abdominal aortic aneurysm. It was noted that the pt had short common iliac artery with a large amount of calcify disease. A gore excluder birfurcated endoprosthesis device was advanced just below the renal artery, however, on deploying the graft it was obvious that the proximal seal was not obtained. At this point the procedure was converted ti open repair. The excluder bifurcated endoprosthesis device was removed and the aneurysm was repained using a tube graft. The pt was then transported to the recovery room in critical condition.